Manufacturer narrative:
Integra has completed their internal investigation on 02/04/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during inspection, the spring was found caught inside the sleeve¿s (437b1004) counter-bore. Device history record reviewed for this product ID 437a1062 lot code: 141/117324 manufactured on 02/12/2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. A two year review of complaints history for this reported failure and or related to "cannot be closed until the end " for product ID 439a1021 and 437a1062 shows that no additional complaints were received. No new design or manufacturing trends have been identified. In summary: engineering and quality were able to confirm the customer complaint. The root cause can be attributed to wear and tear. The spring assists in the locking/unlocking of the swivel adaptor assy by keeping them apart from the sleeve and the 6¿ transitional.

Event description:
It was reported that the spring could not be closed till the end. It was also hard to open. The device was not in contact with patient. There was no patient injury and the event did not lead to an increase in surgery time.

Manufacturer narrative:
Additional information received on (B)(6) 2015: the incident occurred on (B)(6) 2015 when they tried to close the handle before attaching the head to the clamp. The (B)(6) male patient was under anesthesia when the dysfunction occurred. The event did lead to an increase in surgery time; time needed to change to another mayfield. There were no adverse consequence or harm to the patient.